Event description:
The customer has observed imprecision on one patient sample for the turbo troponin assay on an immulite 1000 instrument, when using reagent lot 317 and 318. The patient sample was run on (B)(6) 2014 and then repeated again on the same day. The sample was then rerun on (B)(6) 2014. In each instance, the patient sample value was different. The initial results on the immulite 1000 were not reported to the physician(s). The repeat results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the imprecision observed on the one patient sample for turbo troponin.

Manufacturer narrative:
Siemens has confirmed that the immulite/immulite 1000 turbo troponin 1 reagent kit lots 319, 321, 322, 323 demonstrate an increased frequency of 2-7% in the number of falsely elevated troponin values in patient samples above the 99th percentile claim of >0.30 ng/ml (¿g/l), as published in the instructions for use (IFU). Quality control is unlikely to detect this issue. This issue only impacts the immulite/immulite 1000 turbo troponin I assay. Siemens is investigating the root cause of the falsely elevated troponin values. An urgent field safety notice (ufsn) 1112 was sent to ous customers in october of 2014. The ufsn recommends that customers transition to an alternate troponin assay. Customers are also requested to discontinue and discard any kit lots listed above, review the ufsn with their medical director.

Manufacturer narrative:
The initial MDR 2432235-2014-00619 was filed on october 28, 2014.(B)(4).